Event description:
Download data from a (B)(6) male patient revealed several occurrences of service code 204. Zoll customer support contacted the patient and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt trunk cable connector was cracked, and the red (can h) wire inside of the connector was open. The root cause for the broken connector and broken wire could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector and wire. The patient received a replacement electrode belt.